Event description:
It was reported, surgeon noticed large artifact in MRI-image of patient who had zyston implants. Patient outcome: unknown.

Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - date is unknown. Date explanted - implant still implanted. This report is number 1 of 2 mdrs filed for the same event (also see 0002242816-2014-00011/00012). MRI scanning is a complex process and the equipment can have multiple parameters that effect image quality. Surrounding metal implants can cause scatter in the image.